Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that death occurred. In (B)(6) 2010, the patient was diagnosed with unstable angina, non st segment elevation myocardial infarction and cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the distal left circumflex (lcx) with 80% stenosis and was 7 mm long with a reference vessel diameter of 2.6 mm. The lesion was treated with direct stent placement using a 2.50 x 12 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014 at unspecified time, the patient died due to an unknown cause.

Event description:
It was further reported that in (B)(6) 2014 at 6.51 a.m, the patient died at home and as per death certificate, the cause of death was myocardial infarction. No autopsy was performed. In addition, at the time of the event, it was unknown whether the patient was taking aspirin or 'other' antiplatelet medication and the study drug was never taken during the study.

Manufacturer narrative:
(B)(4).